Manufacturer narrative:
The explanted device was not returned as this event happened back in 1998. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, it was mentioned that the patient postoperative course was complicated by urinary tract infection. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event.

Event description:
It was learned via clinical affairs that an edwards aortic bioprosthesis implanted on (B)(6) 1998, was explanted approximately 35 days later due to endocarditis with staph aureus sepsis which caused insufficiency and paravalvular leak. This 1998 event was discovered during medical history review by clinical specialist, for a patient who was presented to receive a transcatheter valve in valve procedure to treat the currently implanted homograft. Implant operative report of (B)(6) 1998 indicates tha patient tolerated the procedure well, and transferred to ICU in stable vital signs. It was then noted that the patient experienced postoperative small cva, and 3rd degree heart block which was present from the time he came off bypass pump. On (B)(6) 1998, a permanent pacemaker was inserted in ddd mode. Also stated that the patient's postoperative course was further complicated by a urinary tract infection which was treated with ciprofloxacin. At the time of discharge on (B)(6) 1998, patient was afebrile with a heart rate of 78 and blood pressure of 120/80. Records from admission on (B)(6) 1998 indicates, " status post combined coronary artery bypass grafting with a saphenous vein graft to the right coronary artery and aortic valve replacement on (B)(6) 1998. He was admitted on the evening of (B)(6) 1998 with fever, leukocytosis, and acute confusional state...tee was attempted at the time and was unsuccessful due to an apparent esophageal stricture...serial tees were done throughout the patient's admission, initially showing just thickening of the annular ring which was thought to be due to inflammatory response and infection. On (B)(6) 1998, a significant change in the echocardiogram occurred clearly showing rocking of the prosthetic valve within the annular ring and annular degeneration with release of suture lines. Also a moderate circumferential aortic insufficiency...then decided that the patient would be returned to the or for redo aortic valve replacement with an aortic homograft as the preferable prosthesis." The explant operative report of the subject device was not provided.